Manufacturer narrative:
On (B)(6) 2017 a medtronic representative went to the site to test the equipment. Rep reported that reinstalling the software resolved the issue. System passed all tests and is working normally. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A site representative reported that the imaging system mobile view station (mvs) could not connect to image acquisition system (ias) there was no patient at the time of the issue.